Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is MDR 1 of 2 for this event.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in tricuspid position. On post operation day (pod) 1, two single leaflet device attachment (slda) occurred. Patient had severe functional tricuspid regurgitation (tr). During and post implantation there were no device issues recorded and no anatomy or procedural complications. Both pascal implantations had very good results with very good leaflet insertion and tr immediately after index procedure decreased to trace. Very good leaflet insertion on the septal side with grasping up to the hinge points was reported. During a transesophageal electroechography (tee) follow up, both slda were detected as devices were visible detached from septal leaflet and tr became severe again. The final outcome of the patient was stable condition, and no reintervention was planned.